Manufacturer narrative:
Upon evaluation, the surgeon was not alleging any issue with the implant but indicated the revision was due to patient factors only. He was returned the device to the manufacturer for tracking purposes only. However, an evaluation was performed anyway and the wear was found to be commensurate with the time in-vivo. Some wear is normal and anticipated for tka devices.

Event description:
A patient received total knee arthroplasty on (B)(6) 2005. On (B)(6) 2019, the surgeon revised the knee due to subsidence reporting it as most likely due to patient's poor bone quality and large bmi.